Event description:
Procedure type: thoracoscopy. According to the reporter: during the final dissection of tissue using the device, the load fired correctly but when opened excessive bleeding occurred resulting in conversion to an open procedure (posteriolateral thoracotomy). The stapler had completed part of tissue transection but the last 1.5cm of the staple load did not fire although the knife assembly did advance, thus transecting a pulmonary vein.

Manufacturer narrative:
(B)(4).